Event description:
Customer reported no ECG on the dpm 6 monitor, which may have interfered with pt ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep exchanged the dpm 6 monitor's mpm module.